Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, color bar was displayed on monitor instead of endoscopic image which was due to faulty rx module. After replacing the rx module, the endoscopic image appeared. The exact cause of the reported event could not be conclusively determined. It was presumed that faulty rx module might have caused the phenomenon but the cause of the fault was not identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the acceptance inspection, there was a color bar on the monitor. There was no report of patient injury associated with the event. This device is an olympus asset.